Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent struts from the middle and proximal portions of the stent were damaged and bunched. The distal portion of the stent was undamaged and still in place. The type of damage evident to the crimped stent is consistent with an un-deployed stent experiencing resistance during withdrawal attempts. During examination of the device, what appeared to be a build-up of solidified contrast media/blood was present over the proximal end of the stent and balloon. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified contrast media/blood. After soaking, the build-up was removed from the device using tweezers. Further microscopic examination, identified that the build-up was translucent, tubular in shape, and film-like. The material was consistent with the appearance of a polymer. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. A visual and microscopic examination of the device identified a break in the hypotube shaft at 181 mm from the hub. In addition, the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-aug-2015. It was reported that crossing difficulties were encountered. The chronic totally occluded (cto) target lesion was located in the severely calcified right coronary artery (rca). A 32 x 2.50mm taxus liberte stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break and stent damage.